Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The physician tried to activate the plunger several times and the handle broke. Pt was not harmed, and another capsule was successfully placed.